Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited noise. The device was already programmed to vvi mode. The physician elected to program off the atrial channel and take no further action. The patient's condition was stable.